Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the company representative on (B)(6) 2015. It was unknown if the patient had any symptoms related to the event. The pump logs showed that the motor stalled on (B)(6) 2015 and there was a tube set message on (B)(6) 2015. The stall recovered on (B)(6) 2015.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found no anomaly with the device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a consumer receiving lioresal (2000 ug/ml at 485.3 ug/day) from an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2015 the pump was explanted. It was reported that there were motor stalls of an unknown reason and no diagnostic or troubleshooting had been performed as a result of the event. No patient symptoms were reported. The other medications that the patient was taking at the time of the event were not available. Further follow up was done to determine if the patient had symptoms and if the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.